Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lung segmentectomy, on vessel sealing, the stapler was able to fire, there was poor staple formation and the staple line was incomplete distally. They changed to another one to complete the case. There was no patient injury.